Manufacturer narrative:
Additional information: h3, h6, h11. H11: the device was received for evaluation. During evaluation, the device did not reproduce the reported failed psi test and passed downstream occlusion testing. A review of the event history log (ehl) revealed occurrences of multiple "downstream occlusion" alarms. The reported condition was verified. The cause of the condition was determined to be force sensor calibration is out of range. The force sensor will be recalibrated to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump failed psi testing in the biomedical service department. There was no patient involvement. No additional information is available.